Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol". The device was not returned.

Event description:
It was reported that the valve failed and became stuck after injecting water the water. It was noted that the faulty valve was cut off in order to drain the foley. The patient experienced no adverse outcomes as the water eventually dripped out of the balloon. During the first incident, none came out at all; however; after pushing the foley farther in a couple of times, the water began dripping. No medical intervention was reported.

Event description:
It was reported that the valve failed and became stuck after injecting water the water. It was noted that the faulty valve was cut off in order to drain the foley. The patient experienced no adverse outcomes as the water eventually dripped out of the balloon. During the first incident, none came out at all; however; after pushing the foley farther in a couple of times, the water began dripping. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. The device was returned and visually inspected. Only a piece from the funnel of the catheter was returned. Based on evaluation, sample was classified as poor sample condition, as several inspections could not have been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol"